Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, it was found out during a routine inspection at the sterile processing department that the metal measuring part of the depth gauge broke off completely, the metal portion of the handle with quick coupling was bent, the tip of the inter-lock screwdriver stripped and the sliding mechanism of the clamp did not stay locked and backed out. There was no patient involvement. This complaint involves two (2) devices. This report is 2 of 2 for pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4, h4: additional information provided. E3: reporter is a synthes employee. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. H11 corrected data: d10, h3 . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 03.010.473, lot: l534595. Manufacturing location: hägendorf, release to warehouse date: nov 15, 2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. Upon visual inspection, it was noted that the head of the interlock screwdriver was twisted and stripped. The device showed minimal wear on it, consistent with its age (1+ year). The received condition of the device was determined to agree with the complaint description and therefore the complaint was confirmed. During the document/specification review the relevant drawings, reflecting the current revision as well as a revision reflecting the time frame of possible manufacture dates, were reviewed. Due to post-manufacturing deformation, dimensional inspection cannot be performed. This complaint is confirmed as the interlock screwdriver t25/3.5mm hex/224mm (03.010.473, l534595) was received at us customer quality with a stripped and twisted distal head; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.